Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced continuous low blood glucose (bg); value not provided. Reportedly, pump delivered a bolus based on pump settings. Reportedly, customer ate carbohydrates to address low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.